Event description:
The customer called for assistance with the carbohydrate ratio settings. However, the customer had not consulted with his doctor yet. Advised to consult with doctor first. The customer also reported that he went to urgent care due to extreme headaches from high and low blood glucose levels. The customer was also drowsy and dizzy. The customer had been experiencing high and low blood glucose levels, but the reported blood glucose at the time of the event was 106 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.